Manufacturer narrative:
Patient history of driveline infection reported under manufacturer report number 2916596-2020-00706. Manufacturer's investigation conclusion: a specific cause for the reported infection with pump involvement and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure (msof) and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Furthermore, several sections of the hmii lvas IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to multisystem organ failure and sepsis. The patient had driveline infection with pump involvement. The device operated as expected.